Manufacturer narrative:
Results: a sample or photo was not available for evaluation. A review of the device history record revealed no irregularities or quality notifications for the reported lot number. All process and final inspections comply with specification requirements. As no samples were received for evaluation and testing. The customer's experience could not be confirmed or reproduced conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the catheter on a bd nexiva¿ closed IV catheter system was found leaking at the septum when the needle was removed. There was no report of injury or medical intervention.